Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a repeating battery alarm was confirmed and reproduced by baxter personnel during product evaluation. The assignable cause for the reported problem was determined to be deeply discharged batteries resulting from user error. The main batteries and battery harness was replaced to correct this condition. This involved an unremediated infusion pump with user interface module master software version 5.04.00. This issue has been escalated to CAPA. A labeling review has been performed, finding that current labeling provides ample instructions related to prevention of the suspected user error.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition of a repeating battery alarm. This condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is unknown at this time.